Event description:
It was reported that the pump's control-iq software was not adjusting insulin delivery as expected. The customer experienced a low blood glucose (bg) level (47 mg/dl). Carbohydrates were consumed to treat the bg. Troubleshooting indicated that the pump was functioning as intended.